Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8557623; common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8557623 ;common device name: quattrode lead, model: 3166, UDI: (B)(4), serial:(B)(6), batch: 8557623.

Event description:
It was reported that the patient had a suture on their neck that was causing irritation. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the site was revised. The issue was resolved post-operatively. Product investigation was unable to determine which lead had caused the issue.